Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to low blood glucose over 30mg/dl. Troubleshooting was performed. The caller stated that the blood glucose meter was reading "high" and the customer treated with a manual injection. However, the reading on the meter was incorrect, and she over delivered insulin. No further information was provided.